Event description:
Med-watch report ( 2300360000-2010-8001)it was reported that post-op x-ray showed a 2 inch piece of guidewire in knee; soon after, patient taken to or for removal of wire in second surgery. Original dos (B)(4) 2010. Patient was experiencing limited mobility and some pain prior to the removal of the wire.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was unknown.based on the information provided, the most likely cause(s) of this event is the use of excessive force over the guide pin, the driver tip hitting a flex point of the guide pin, prying and/or leveraging on the guide pin or re-using a guide pin from the single-use disposables kit that had been bent from prior use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. H3 other text : risk manager will not release device.